Event description:
Pt arrived for treatment without complaints. Biofin treatment was inidicated without difficulty. Medical record indicated a decrease in venous pressure and temp. Pt's bp 124/78 at 800 am pt bp 130/80, machine alarmed low conductivity and jug was changed, low conductivity continued for 20 min. At 730 am pt complained of chest pain. Pt was reinfused and treatment was terminated. Pt was placed on cardiac monitor, oxygen was administered. Observed frequent pvc's. Pt was transported to ER by ems. Diagnosis of hemolysis made in ER by physician.